Manufacturer narrative:
Insulin pump received with no act button response due to flattened button dome switch. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that there one of the buttons of the insulin pump had physical damage; the act button was cracked under the blister. The customer stated that the button would work if it was pressed quickly but, if it was held for the priming process, the button would get stuck and would not work. The customer's blood glucose was 382 mg/dl. The customer declined troubleshooting for the high blood glucose and stated that they would treat it. The device had not been dropped or bumped. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.